Event description:
Customer reported that the sensor was bent and was either damaged or retracted. Blood glucose level was 147 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.